Event description:
Pt underwent bilateral breast augmentation surgery in 1984. Recently complained of tenderness of breast region second to silicone implantation and implant anxiety. She was admitted for removal of silicone implants and ptosis correction both breasts. On 9/2/98 she underwent bilateral explantation silicone implants, bilateral total capsulectomy and bilateral ptosis correction. Operative finding was severe bilateral capsular contractures and bleeding silicone implants.